Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that cup handle is stuck on cup during cup implantation. There was no patient harm or surgical delay. Please ship replacement to atrium health lake norman attn fletcher fortune. The product was returned to depuy synthes for evaluation. Visual analysis found that the emsys ace imp curved was returned engaged with an emsys shl 3hole 48. The threaded tip surface could not be examined due to the observed condition. Additionally the sample exhibits signs of multiple use for a long period of time. The observed condition of the device could be consistent with exposure to unintended forces, such as overtightening during assembly, which may have led to internal damage. However, since the devices were unable to be disengaged and the threaded section was not clearly visible, it was difficult to determine the exact cause of the reported condition. Therefore, a definitive root cause cannot be established. As per emphasys¿ acetabular solutions. Surgical technique, the following steps need to be followed: 1)"after confirming alignment, remove the inclination guide and adaptor from the strike plate"; 2) "impact the prosthesis into position until fully seated"; 3) "press the release on the side of the impactor to disengage the locking mechanism"; 4) "slot the ball hex driver into the housing and rotate the hex driver counterclockwise to unthread the prosthesis". Additionally, "if the shell is torqued onto the handle, unthreading may become difficult. To overcome the torque, rotate the entire curved handle, which will break the tension between the handle and the shell. Continue unthreading with the hex driver as usual". Functional test revealed the tip of the emsys ace imp curved and the threaded surface of the cup jammed together, and unable to be disassembled from one another. Confirming the reported allegation. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys ace imp curved would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Event description:
It was reported that cup handle was stuck on cup during cup implantation. There was no patient harm or surgical delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.